Manufacturer narrative:
A philips field service engineer (fse) spoke with the customer onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system had not alarm review logs on the central station. The fse provided the customer information on the device clinical applications. The philips field service engineer (fse) confirmed the customers device issue, and the customer had a discussion with philips clinical applications on the system behavior. After the customers discussion with philips clinical applications the systems condition was accepted.

Event description:
The customer reported that there was no alarm for irregular heart rhythm. The device was in use on patient at time of event, there was no adverse event reported.

Event description:
The customer reported that there was no alarm for irregular heart rhythm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6). State code sg.

Manufacturer narrative:
A philips field service engineer (fse) spoke with the customer onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system had not alarm review logs on the central station. The fse determined that the system alarm configuration criteria for the reported irregular heart rhythm alarm threshold were not met. The philips clinical specialist(pcs) explained to the customer that the device was functioning as designed as the patient¿s condition did not meet the alarm threshold. After the clarification, the customer understood why no alarm was generated.

Event description:
The customer reported that there was no alarm for irregular heart rhythm. The device was in use on patient at time of event, there was no adverse event reported.